Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm. The customer¿s blood glucose level was 350 mg/dl. The customer reported that they had alarm during the meal after waking up insulin flow blocked alarm during basal. It was reported that they had bolus and insulin pump was shut down. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.